Event description:
A man admitted after syncopal episode while lifting weights at the gym. While pulling down a 20 lb. Weight, pt felt lightheaded. He passed out for a couple of seconds and spontaneously came to again. Denies hitting head and felt fine immediately afterwards. Admitted to the hospital for follow up, and was found to have a faulty pacemaker that needed replacement. Pacemaker was replaced and pt was discharged home. Pt is on a study utilizing, not related to study medication. Syncope gr3 unrelated. Lightheaded gr3 unrelated.